Event description:
It has been reported to philips that fluoro and cine were not possible on the allura system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure got completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse found that patient database was full. The fse recreated the image store. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.